Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error during basic occlusion test due to slightly loose drive disk also, unable to perform occlusion test, prime test or excessive no delivery test due to compromised force sensor system alarms. However, the insulin pump was received with operating currents within specification and passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump had cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer stated that they had high blood glucose of 464 mg/dl at the time of incident. The customer reported that the blood glucose reached 508 mg/dl and treated with correction bolus which brought the blood glucose down to 464 mg/dl. Troubleshooting was done. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that the insulin pump received second series of beeps. The customer was unable to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.